Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h4, h6, h11. The device was not returned to olympus for inspection however, the reported failure was confirmed through technical assistance support. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance advised turning off the cv-190, insert a new scope and then turn on the cv-190. Technical assistance advised cleaning the gold contacts of the scope with the error and try to insert the scope again. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was reported the gastrointestinal videoscope exhibited a b30 scope communication error when plugging into the light source (clv-190) and video system center (cv-190). The issue occurred during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.